Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor did not insert into the skin. The customer also reported that the sensors did not give values. The customer's blood glucose was unknown at the time of incident. The customer stated that there were broken electrodes. The sensor will not be returned for analysis.